Event description:
The reporter claimed that the patient had three hypoglycemic episodes while his diabetes was managed with the animas pump. On (B)(6) at 6am, the patient took food/drink for a blood glucose reading of 54 mg/dl. His blood glucose eventually returned to the normal rang in the low 100 mg/dl. The following day at 4 am, the patient had symptom of sweaty and tested at 31 mg/dl. The patient took treatment with glucose tablets, (B)(6), and a sandwich. His blood glucose elevated to 111 mg/dl and remained stable throughout the day. On (B)(6) at 4 am, the patient's blood glucose was at 50 mg/dl. He once again ate a sandwich to elevate his blood glucose at the time of concern. During troubleshooting, the animas representative confirmed the animas pump was working accordingly. The patient's wife decreased the basal rate at the time of concern and indicated that the insulin dose was be adjusted after she consult with his healthcare provider. This complaint is being reported because the patient reportedly had 3 hypoglycemic episodes while he managed his diabetes with the animas pump.

Manufacturer narrative:
Follow-up #1 12/15/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.